Manufacturer narrative:
(B)(6). All available patient information was included. No additional information was provided. (B)(6). Rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.

Event description:
The customer reported falsely depressed architect bnp results on patient while processing on the architect i1000sr analyzer. The results provided were: on (B)(6) 2020 sid (B)(6) =<10pg/ml / on (B)(6) 2020 = 72.80 (reference range <100pg/ml); (B)(6) =<10 / 1134.50; (B)(6) = <10 twice; (B)(6) =<10 / 26.00; (B)(6) =<10 / 21.00 / 19.70; (B)(6) = <10 twice; (B)(6) = < 10 / 110.60 / 105.60; (B)(6) = <10 twice; (B)(6) = < 10 / 313.80pg/ml. The engineer on site reformulated the buffer solution and washing, and no further samples were < 10pg/ml. There was no reported impact to patient management.